Event description:
Additional information was received indicating that a transcatheter pulmonary valve was implanted valve-in-valve with a good result.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that a low-dose nonsteroidal anti-inflammatory drug and an antiplatelet were prescribed.

Manufacturer narrative:
Image review: a 0:01 second echocardiogram with one cardiac cycle was provided. Unable to comment on pulmonary regurgitation. The images are consistent with thickening within the valve housing and leaflets of the harmony transcatheter pulmonary valve. The minimal valve housing perimeter derived diameter is 14.8 mm. A single-phase CT only was provided, so assessment of leaflet motion is unavailable. Slight thickening on the inflow portion of device. The thickening, primarily noted in the leaflets and valve housing portion of device, results in narrow, smaller than expected dimensions. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter pulmonary valve, immediate post-implantation hemodynamics and angiography were favorable. Post-implantation imaging revealed that the valve housing appeared smaller than expected, though there was initially no effect on hemodynamics. At a follow-up appointment, a transthoracic echocardiogram (tte) revealed severe central pulmonary regurgitation, which was confirmed by magnetic resonance imaging (MRI). A computed tomography (CT) scan again showed the smaller valve housing. Additional findings included moderate to severe right ventricular dysfunction with an ejection fraction of 30-40%, low cardiac index of 1.9 l/min/m², and severe tricuspid regurgitation following annuloplasty for a congenital dysplastic tricuspid valve. Expert opinions were being sought regarding further therapy options, including re-dilatation or replacement with a balloon expandable valve. Additional information was received that CT imaging showed some thickening of the leaflet and probable intima proliferation. There were definitively no signs of inflammation in the clinical presentation of the patient. No treatment or intervention has been performed.

Manufacturer narrative:
Continuation of d10: product ID harmony-dcs (lot: 0012659418); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter pulmonary valve, immediate post-implantation hemodynamics and angiography were favorable. Post-implantation imaging revealed that the valve housing appeared smaller than expected, though there was initially no effect on hemodynamics. At a follow-up appointment, a transthoracic echocardiogram (tte) revealed severe central pulmonary regurgitation, which was confirmed by magnetic resonance imaging (MRI). A computed tomography scan again showed the smaller valve housing. Additional findings included moderate to severe right ventricular dysfunction with an ejection fraction of 30-40%, low cardiac index of 1.9 l/min/m², and severe tricuspid regurgitation following annuloplasty for a congenital dysplastic tricuspid valve. Expert opinions were being sought regarding further therapy options, including re-dilatation or replacement with a balloon expandable valve.